Manufacturer narrative:
The device was inspected and tested on 14th october 2016. Within this inspection, functional testing and visual inspection was made. The result was: catch ratcheting (index knob) has slightly play in the "open" position. In the "lock" position, it is tight. Apart from that the product is within specification. In our opinion, the slightly play in the "open" position is not related to the reported incident as the skull clamp is being used in the "closed"/ "locked" position. From the information reported, our assumption is that the incident may be due to the pin placement or due to insufficient pin pressure. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
We were contacted on (B)(6) 2016. Customer states he have had two (2) slippages with this skull clamp on two (2) patients causing injury. We asked for more information to the incident (dates of the events and kind of injury) but did not received till 10.25.2016. Our assumption is laceration to the heads of the patients.